Event description:
Patient's legal counsel reported that patient underwent hip resurfacing arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised to a total hip arthroplasty implanting metal-on-metal system on (B)(6) 2005 due to unknown reasons. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. There has been no additionally reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent hip resurfacing arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised to a total hip arthroplasty implanting metal-on-metal system on (B)(6), 2005 due to unknown reasons. Legal counsel for patient further reports patient allegations of elevated cocr levels and tissue/bone destruction. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2005 was due to a hematoma, pain, and a periprosthetic fracture. The operative notes confirm that the resurfacing head was removed and the patient was converted to a total hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent hip resurfacing arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2005 due to unknown reason. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01735-1 / 01736-1).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01735 / 01736).

Manufacturer narrative:
This follow-up report is being filed to relay additional information from medical records, which was unknown at the time of the initial medwatch. Corrected data: date explanted - the acetabular cup was not removed. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01735 / 01736, 2013-04008/04009).